Event description:
A programming changes were made to resolve the noise issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented in clinic with episodes of noise reversion since (B)(6) 2018. Thresholds and impedance were stable and in range. Noise was not reproducible. External emi or clavicular crush was suspected. No intervention has been done as the lead remains implanted and will be monitored. The patient was in stable condition.